Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens of -11.5/2.0/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. Without rotaton. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Off label use - acd 2.96. Claim#: (B)(4).